Event description:
It was reported the patient's right hip was revised due to head dissociation reported as gross trunnion failure. Because of the amount of metal debris, liner wear, and implant staining, the patient's entire hip had to be revised. Rep provided explant pictures and x-rays, and confirmed that no further information will be released.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving a accolade stem was reported. The event of disassociation was not confirmed while the event of trunnion wear was confirmed based on provided photographs. Method & results: product evaluation and results: no product was returned for evaluation however, photographs were provided for review. The photographs show a recently explanted stem. Dark/black material is visible on the body of the stem. Wear is visible on the stem trunnion. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re this pi which represents a female patient dob (B)(6) 1951 described as 64 inches tall and weighing 215 pounds. Pi - #1 lists date of implantation as (B)(6) 2009 and explantation (B)(6) 2017. The event description states: "... Left hip was revised due to altr ..." Pi - #2 lists date of implantation (B)(6) 2005 and explantation (B)(6) 2006 the event description states: "... Revision of right hip because at the very end of the stem there was a gap ... Bone graft to close the gap ... Hot spots on the bone ..." Pi - #3 lists date of implantation (B)(6) 2006 and explantation (B)(6) 2020. The event description states: " ... Right hip revised due to head disassociation ... Gross trunnion failure ... Entire hip ... Revised ..." Undated, unlabelled x-rays: 2 ap right hip demonstrating uncemented right tha, 2 cerclage cables around femoral shaft, stem trunnion disassociated and dislocated from modular head which remains in acetabular component. No clinical or pmh, no operative reports, no dated serial x-rays of both hips, no laboratory or surgical pathology reports, no list of implanted components, no examination of explanted components. Based upon the 2 submitted x-rays of the right hip, neither confirmation of any of the 3 event descriptions nor preparation of a medical report is possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the provided photographs show a recently explanted stem. Dark/black material is visible on the body of the stem. Wear is visible on the stem trunnion. A review of the provided medical records by a clinical consultant stated the following comment: undated, unlabelled x-rays: 2 ap right hip demonstrating uncemented right tha, 2 cerclage cables around femoral shaft, stem trunnion disassociated and dislocated from modular head which remains in acetabular component. Based upon the 2 submitted x-rays of the right hip, neither confirmation of any of the 3 event descriptions nor preparation of a medical report is possible for this case. Further information such as clinical or patient medical history, operative reports, dated serial x-rays of both hips, laboratory or surgical pathology reports, list of implanted components and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported the patient's right hip was revised due to head dissociation reported as gross trunnion failure. Because of the amount of metal debris, liner wear, and implant staining, the patient's entire hip had to be revised. Rep provided explant pictures and x-rays, and confirmed that no further information will be released.